Event description:
Caller reported a cgm error, specifically error 42. There was no reported adverse impact to the customer's blood glucose level. Customer was guided through a pump reset by technical support, and after the reset, the cgm error did not appear again. Technical support advised the customer to wait 20 minutes before starting their sensor session, and the customer understood and acknowledged the instructions.